Event description:
It was reported that the centimeters of the catheter are unreadable, the nurse had difficulty to keep the catheter into central position.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unreadable depth markings was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two photographs depicting two 4fr s/l groshong catheters. The depth markings on the top catheter shaft appeared normal. The markings on the lower catheter appeared blurry and difficult to read. The illegible markings appeared to be the result of poor marking printing during device manufacture. The provided photographs have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿centimeters of the catheter are unreadable¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation it was concluded that the printing marks along the shaft of the catheter were found to be unreadable making the device unusable for our customer. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of recv3240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the centimeters of the catheter are unreadable, the nurse had difficulty to keep the catheter into central position.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unreadable depth markings was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two photographs depicting two 4fr s/l groshong catheters. The depth markings on the top catheter shaft appeared normal. The markings on the lower catheter appeared blurry and difficult to read. The illegible markings appeared to be the result of poor marking printing during device manufacture. The provided photographs have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation: complaint due to ¿centimeters of the catheter are unreadable¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation it was concluded that the printing marks along the shaft of the catheter were found to be unreadable making the device unusable for our customer. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of recv3240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the centimeters of the catheter are unreadable, the nurse had difficulty to keep the catheter into central position.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unreadable catheter markings was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l groshong catheter. The returned catheter segment included the 59cm through 21cm depth markings. The markings appeared incomplete and illegible. Microscopic inspection of the markings confirmed that they were incomplete and poorly printed. It appeared that the markings were poorly formed during the catheter printing process. Photographs of the sample have been evaluated by the manufacturing site. Reynosa evaluation complaint due to ¿centimeters of the catheter are unreadable¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation it was concluded that the printing marks along the shaft of the catheter were found to be unreadable making the device unusable for our customer. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of recv3240 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv3240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the centimeters of the catheter are unreadable, the nurse had difficulty to keep the catheter into central position.